Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawer was stuck. The field service engineer reported that the pharmacy manager had confirmed the drawer was functioning. However, due to a major case occurring at the time, the manager stated that would open another service call if the issue reoccurred. No work was performed as the case was ongoing in the room. The system functioned as intended after the field service engineer investigate the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es had a drawer was stuck and failed to recover. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.